Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip was bent, causing side to side misalignment of grips. There was a .036 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .248 - .063 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the surgical staff noted that the surgeon could not catch something smoothly and bipolar dysfunction was found while using the maryland bipolar forceps instrument. The instrument was pulled out and checked, but no visible damage was noted. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. The site noted that the instrument would not close completely.